Manufacturer narrative:
(B)(4).

Event description:
It was reported that an app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported. Pt's smartphone: pixel 6 pro mobile app ver: 1.12.0.6061 pt experienced that the app crashed - app reset. She just followed the system as it's walking her through the process. App is now working. But wasted one wearable, it's still inserted on her arm but she don't have the 4 digit pairing code.

Manufacturer narrative:
(B)(4). 3004753838-2024-075784 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.